Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly all microport products explanted and replaced with implants from another vendor.

Event description:
Allegedly, all microport products explanted and replaced with implants from another vendor. Additional information on 12-jan-2023: revised products returned to microport as part of the settlement agreement for this case. In the settlement agreement letter metallosis was mentioned.